Event description:
It was reported that a cc4204bf collamer plate lens tore as it was being loaded into the nanopoint cartridge, but the incident was not discovered until after the lens was implanted. The incision was slightly enlarged to remove the lens, and the back up lens was successfully implanted. The reporter stated this was the first time using the nanopoint injector system, and the incident was due to a loading error.